Manufacturer narrative:
Age at event was updated. Date of event was updated and is an approximate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0xv45, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3387s-40, lot# va0xc5c, implanted: (B)(6) 2015, product type: lead. No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was complaining about shocking sensation on left body. X-rays were taken by the neurologist and analyzed and there appears to be two potential problem spots. One, a kink/damage on right lead about 2cm above connection to extension. And two, a possible bend/kink on right extension 3-4cm outside of where it connects to the ins. They need a lat x-ray for confirmation but none exist that shows the correct part of the system. Impedance checks were performed at the neurosurgeons office. The left system tested okay. The right system showed open circuit (>15-30k ohms) on electrode #10. Patient reported shocking sensation on left arm and left leg. Patient and caregivers daughter reported multiple falls beginning in (B)(6) 2017 that included trauma to the left body where the ins is implanted and head. The neurosurgeon scheduled an exploratory surgery for (B)(6) 2018 for further testing and potential revision/replacement of components. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion codes (B)(4) because these are the closest codes available with respect to this event.analysis of the implantable extension (serial # (B)(4)) revealed the stim body conductor was found broken less than 5cm from proximal end. Analysis of the implantable extension (serial # (B)(4)) revealed the stim extension body was cut through, product segmented. Extension explant dates: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: extension. (B)(4) no longer applies. Fdc codes were updated from (B)(4), and (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the cause of the shocking and breaks is unknown. Rep states that the daughter claims the symptoms did not appear until several months after the reported falls. Impedance tests were performed on the lead by itself and it showed normal impedance levels. Surgeon decided to replace both extensions. After replacing both extensions and reconnecting everything, all system impedances showed normal. The issue is reported to be resolved as high impedances were resolved intra-operatively and post operatively. The extensions were returned for analysis.